Event description:
"S/p b sq mastx for fcd (no prior bx's, mod mastodynia and fh positive one mat aunt with premenopausal, unilat breast ca) with immediate 400cc mcghan bilumens placed submusc. Pt developed l na necrosis and ultimately had removal/attempt at revision. Pt c/o's progressive distortion and shifting of the implants l and r. Also c/o painful l breast, occ r. Gives a h/o systemic probs, including arthralgias (+ am stiffness), myalgias, spasms, chronic fatigue, sleep disturb, swollen glands, low grade fevers, hot flashes, headaches, dizzy spells, memory probs, dry mucus membranes, hair loss, rashes, sen sun/cold (raynaud's)/chemicals, sob, choking sensation, easy bruising, and ibs. Pt is otherwise healthy."